Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified anatomy/other devices and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. Additionally, the noted damage to the 4.0x10mm nc scoreflex balloon catheter (visual inspection observed something sticking out from the port) possibly contributed to the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulty cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid/ostial right coronary artery (rca). The 4.0x10mm nc scoreflex balloon catheter was advanced through a 6f sheath to the target lesion. The balloon was inflated multiple times between 6-16 atmospheres. During removal, the balloon was stuck on the floppy ii .014 x 190 guide wire. The sheath, guide wire, and balloon were removed together. The balloon was able to be removed from the wire ex vivo. Visual inspection observed something sticking out from the port, it¿s inconclusive what it could be. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid/ostial right coronary artery (rca). The 4.0x10mm nc scoreflex balloon catheter was advanced through a 6f sheath to the target lesion. The balloon was inflated multiple times between 6-16 atmospheres. During removal, the balloon was stuck on the floppy ii .014 x 190 guide wire. The sheath, guide wire, and balloon were removed together. The balloon was able to be removed from the wire ex vivo. Visual inspection observed something sticking out from the port, it¿s inconclusive what it could be. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.